Event description:
It was reported that during a percutaneous transluminal stenting treatment procedure, the stent moved on the balloon. Vascular access was obtained via the left femoral artery. The target lesion was located in the mildly calcified and moderately tortuous left external iliac artery (eia). The eccentrically shaped lesion was 20mm in length and 7mm in diameter. A non bsc guide wire and a 25cm 7fr super sheath were placed in the patient. The lesion was pre-dilated with a synergy balloon catheter. The physician noted resistance while advancing the 7.0x30x75cm express ld iliac/biliary stent system to the lesion. The stent was advanced 30-40mm further than the intended location and when the physician attempted to retract the stent, its edge caught on the super sheath in a sharp bend in the vessel. The stent was moved partially off the balloon of the delivery device. The physician advanced the stent approximately 5-10mm distal to reach the lesion. Only the proximal portion of the stent was deployed as the stent had shifted to the distal portion of the balloon. The wire was exchanged for a 0.014" non bsc wire and post-dilatation of the distal portion of the stent was performed with a 7x20 sterling balloon catheter. The stent was well positioned and well apposed at procedure end. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).